Event description:
Date notified: march-12-2007. A model 305 aspirator failed to operate. An inspection of the device revealed a defective circuit breaker. The circuit breaker was replaced, the device was tested to specifications and returned to the customer. No patient was involved at the time of the device failure.